Event description:
Incident description: on 4/17/1998 novo nordisk a/s received a novopen 1.5 device from a customer in germany with a complaint that the pistion was defective. No adverse event was reported in connection with this complaint. Further info from customer is not yet available. Result and conclusion of manufacturer's investigation: on 4/22/1998 novo nordisk a/s established that function of pen was was strange and piston rod appeared springy when it was pressed into pen body. Fault was classified as "collar on pistion rod broken off." Novo nordisk a/s has previously received three technical complaints on novopen 1.5 which were classified as "collar on piston rod nut broken off." In none of these three technical complaints did complainants report dose inaccuracy and no adverse events were reported in connection with these. Initial failure eval of fault classified as "collar on piston rod nut broken off" revealed that partial insulin delivery was possible and that overdose could not be ruled out, but was not likely. Distribution of novopen 1.5 product family: total of 1,710,000 novopen 1.5 devices have been distributed up to 12/31/1997. Medical consequences: no adverse events have been reported in connection with four technical complaints. Dose accuracy testing was performed in 309 novopen 1.5 devices involved in reported adverse events. None of these tests showed dose inaccuracy which could be related to the fault "collar on piston rod nut broken off." However, in case diabetic pts receive 4 iu instead of 1 iu, moderate to severe episodes of hypoglycemia leading to serious adverse event may occur. Especially in connection with use of fast acting insulin products in children. Overall conclusion: technical failure identified on novopen 1.5 has been evaluated as reportable malfunction on 4/30/1998.